Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Unable to review alarm history due to system not being paired. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer reported issue. The pump was re-paired to rectify the issue. During testing the pump had a travel course error and was corrected by replacing the clutches and lead screw. The left plunger was also replaced due to cracks. The pump passed all performance verification testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited alarming with a blank screen. There was unknown patient involvement.